Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm when they prime the insulin pump. The customer's blood glucose level was 300 mg/dl. Troubleshooting was performed. The customer also reported that insulin did not exit. The customer also reported that the insulin exited tubing. The insulin pump will not be returned for analysis.